Event description:
It was reported that the jags at the tip of the screwdriver have been broken off. A replacement was available

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel. Moreover, a review of the device history could not be carried out as the lot code of the reported instrument is unknown. The reported event (¿jags at the tip of the screwdriver have been broken off ¿) could therefore not be confirmed. However, with the information given the root cause of the reported event could not be determined. No non-conformity was identified. Device was discarded.

Event description:
It was reported that the jags at the tip of the screwdriver have been broken off. A replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.